Manufacturer narrative:
(B)(4). (B)(6). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a large volume infusor leaked. The infusor had been pre-filled with 123 ml of dextrose. The malfunction was noticed upon receipt of the pre-filled device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary: the device was returned for evaluation with fluid inside of the housing, indicating a leak had occurred. Visual inspection identified a ruptured bladder, which caused the leak. Microscopic examination of the bladder found an abrasion on the interior surface, near the rupture line. The reported condition was confirmed. The cause of the rupture could not be determined. Should additional relevant information become available, a supplemental report will be submitted.